Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support determined that pump was under warranty, arranged shipment of replacement pump, confirmed shipping address, and instructed customer to place existing pump into storage mode and return it using prepaid label within 10 days.